Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. A longer lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic broken. (B)(4).